Manufacturer narrative:
The tandem user guide states, "do not remove the used cartridge from the pump during the load process until prompted on the pump screen." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error message occurred during the load process. Reportedly, the customer did not follow the on-screen instructions before the alarm occurred. Due to the reported event, the customer reverted to manual injections and over-delivered insulin which led to a low blood glucose (bg) level of 46 mg/dl. The customer treated bg level by eating cookies. The customer was able to load a new cartridge and resume insulin by following the onscreen instructions.